Event description:
Operative notes were received from the patient's lead placement surgery and indicated that there were no anomalies or complications with the placement of the electrodes on the nerve. The following information was received: "the vagus nerve was skeletonized from the level 2 down to clavicle with no coils identified. Therefore the lead was cut as high up from the chest incision as possible. Good lead placement, good impedance at the end of case" and "the coils were then placed around the vagus nerve in the standard fashion. The sponge was removed from the chest. The lead was then placed into the battery and tightened with the hex screw driver. The battery was tucked into the chest. Intraoperative programming was now performed." No additional relevant information has been received to date.

Event description:
An implant warranty registration form was received indicating that the patients lead and generator were replaced due to low battery. Information was later received indicating that the lead was replaced due to pre-op high impedance and that the lead was seen off of the vagus nerve during the replacement surgery. The patient's replacement surgery facility is a facility that is a no return site and therefore product has not been received to date. No additional relevant information has been received to date.